Event description:
Pt has been experiencing "cloudy cornea" os while including a particular lot of complete moisture plus in their contact lens care regimen. The reporter explained that in july, they purchased three bottles of the solution, and two of the three were the same lot number that is being reported. Shortly after starting to use the solution, the pt began experiencing blurry vision and irritation. They sought treatment from an o.d who referred their to an ophthalmologist. Pt was treated with (unspecified) meds, and subsequently underwent corneal scraping. Add'l info regarding attending physician evaluation, treatment and prognosis is being requested. Manufacturer has requested that the pt forward the complaint unit. Chemical evaluation of retained unit from the reported lot was performed; product within specifications. Batch records were reviewed and did not provide an explanation for this event.